Manufacturer narrative:
The initial MDR 2247117-2016-00066 was filed on october 6, 2016. Additional information (12/28/2016): a siemens headquarters support center (hsc) specialist reviewed the data and did not find an instrument malfunction. The hsc specialist determined the results were reproducible within a run, indicating the event was sample related.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they ran a previous patient sample for troubleshooting purposes and the repeat results matched the previous results. The customer also stated that quality controls and adjustments were acceptable. The cause of the discordant, falsely elevated om-ma results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
On (B)(6) 2016, discordant, falsely elevated cancer antigen 125 (om-ma) results were obtained upon initial and repeat testing on one patient sample on an immulite 2000 xpi instrument. The discordant results were reported to the physician(s), who questioned them. A new sample was obtained from the patient and was run twice on the same instrument, resulting lower than the results obtained from the original sample on (B)(6) 2016. The customer then repeated the original sample twice on the same instrument, also resulting lower than the results obtained from the original sample on (B)(6) 2016. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated om-ma results.